Manufacturer narrative:
Device not returned. No further details were provided. The device will not be returned as it was discarded by the hospital. No physician contact information was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, we are unable to determine a root cause as to why the device was explanted as no patient or surgeon information has been made available.

Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. Reportedly, the device was explanted after an implant duration of approximately four months (4.37 months) due to unknown reasons. The same model and size device (B)(4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded by the hospital.